Event description:
Doctor was leveling off a filling when the patient experienced pain and said that it was getting hot. Doctor changed to a different hand piece and completed the procedure. There was no visible injury to the patient and no need for further medical attention.